Event description:
It was reported that the patient experienced syncope that correlated with a ventricular fibrillation (vf) episode stored on this cardiac resynchronization therapy defibrillator (crt-d). Anti-tachycardia pacing (atp) and one 41j shock were delivered, but the arrhythmia appears to have spontaneously converted on its own afterwards. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to e1: switched first and last name, and corrected spelling error. The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced syncope that correlated with a ventricular fibrillation (vf) episode stored on this cardiac resynchronization therapy defibrillator (crt-d). Anti-tachycardia pacing (atp) and one 41j shock were delivered, but the arrhythmia appears to have spontaneously converted on its own afterwards. This crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced syncope that correlated with a ventricular fibrillation (vf) episode stored on this cardiac resynchronization therapy defibrillator (crt-d). Anti-tachycardia pacing (atp) and one 41j shock were delivered, but the arrhythmia appears to have spontaneously converted on its own afterwards. This crt-d remains in service. No additional adverse patient effects were reported. Additional information received reported that the patient implanted with this crt-d system experienced a loss of consciousness and fell, resulting in a head contusion. Cardiology referred the patient to a electrophysiology specialist and recommended medication changes. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.